Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Although requested, patient information was not provided.

Event description:
It was reported that there was difficulty removing t-connector from the catheter, although requested, additional information was not provided.